Manufacturer narrative:
Model number/catalog number: sc-2158-50. Serial number: (B)(4). Batch/lot number: 2057760. Model/catalog description: linear lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads were moved. The patient was doing well postoperatively.